Event description:
The customer reported that there was disconnection and sometimes the image did not appear on the endoeye flex deflectable videoscope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found that noise was generated due to damage to the imaging unit and images were temporarily unavailable. In addition, evaluation found the bending angle was insufficient due to elongation of the angle wire, water tightness was not maintained due to holes in the curved rubber, the curved rubber adhesive part was missing, and scratches were found on the hard tube. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received reported the issue occurred during a therapeutic laparoscopic appendectomy procedure. The patient was under general anesthesia and it was unknown if the procedure was delayed. The procedure was completed with a replacement scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit or a problem with the board inside the video connector. Olympus will continue to monitor field performance for this device.